Event description:
It was reported that the strength of the saline stream was weaker than the setting, and there was abnormal spitting from the tip of a handpiece. The customer used another handpiece but the results did not change. The surgery was completed with surgical knives. No patient harm. No information about delay. The device will be returned for evaluation.